Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) was not working properly. Two weeks later, the patient underwent a surgical procedure in which all the ipp components were explanted and replaced. Upon explant, a crack in the pump connecting tube was identified. The cause of this damage was not obtained from the hospital. After this procedure, the patient got better an remains stable.

Manufacturer narrative:
Investigation summary: based on the available information, boston scientific concludes that the visual examination of the device did not identify any leaks in the components. Functional testing of the components showed that the cylinders performed within specifications, however the pump failed the activation test. Although the allegation could not be confirm based on the cylinder examination, a pump malfunction is confirmed based on the pump functional testing. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: visual examination of the device did not identify any leaks. Functional testing of the pump identified that the pump failed activation test that verifies that with the pump in the deactive state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf (pound-force) with no back pressure on the cylinder to the pump. These activation issues could affect the functionality of the pump. Investigation conclusion: based on the information available, a conclusion code of no problem detected was selected for the cylinder investigation; however, cause traced to component failure was selected for the investigation of the pump.

Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) was not working properly. Two weeks later, the patient underwent a surgical procedure in which all the ipp components were explanted and replaced. Upon explant, a crack in the pump connecting tube was identified. The cause of this damage was not obtained from the hospital. After this procedure, the patient got better an remains stable.